Manufacturer narrative:
Per the instrument evaluation report, the linkage on jaws were broken off from the draw bar, a small piece was and it measures 0.5 x 1.1mm. The breakage most likely was from mechanical force and the small piece could be flushed out with an irrigant.

Event description:
Allegedly, during a bladder stone removal (lithotripsy retrieval of stone), while inside the patient, the jaws of the grasper became loose and the instrument was removed immediately. Dr. Replaced the grasper and completed the procedure.